Event description:
It was reported that the patient was seen for a scheduled follow-up and had been feeling fatigue over the previous month. The device could not be interrogated, and there was no pacing output, no magnet response, and premature battery depletion. At the last follow-up in 2008, the device longevity was estimated to be 22 months. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing confirmed the reported no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.